Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event, the patient was lightheaded and sweaty, the cgm reading was 140 mg/dl and the bg reading was 22 mg/dl. Her friend went to get her a snack and lemonade, when the patient suddenly passed out. The patient´s friend administered baqsimi (glucagon nasal spray) to the patient. After the treatment the patient recovered. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.